Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog, lot number unique identifier (UDI) and number unknown / not provided. Date received by manufacturer unknown / not provided. PMA/510(k) number not available. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that doctor experienced some difficulties upon implant insertion with the implant driver. Another implant was placed in the same surgery.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The unknown biomet driver was not returned for assessment. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and was removed the same day. The reported event could not be recreated due without return of all the reported devices. The customer has not provided additional pictures or x-ray images of the product. Documents reviewed: p-iis086gi rev. G 10/2019. Potential adverse events. Page 1. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (placement difficulty) or product (biomet drivers). Therefore, based on the available information, the driver malfunction could not be verified. Therefore, the reported event was non-verifiable without return of all devices for testing.

Event description:
No further event information is available at the time of this report.